Event description:
It was reported that four (4) screws completely pulled out of a plate and were ¿loose¿ around the patient¿s cervical spine. The patient initially underwent a procedure on (B)(6) 2015, during which an occipital plate was implanted in the back of the skull and attached to a synapse construct at c3-c7 with rods. Post-operatively, the patient reported experiencing pain (date of onset is unknown). On (B)(6) 2015, a review of x-ray imaging showed that all four (4) screws fixating the plate to the skull and pulled out. The plate and attached rods were still intact, but the plate was no longer affixed to the skull. Per the surgeon, the patient was non-compliant with postoperative instructions and removed the neck brace only two (2) days after surgery. On (B)(6) 2015, the patient was returned to the operating room for a revision procedure. The same plate was re-inserted and placed lower on the occipital region. Two (2) of the four (4) 10mm screws were re-used. The other two (2) screws, which were 8mm, were replaced with new screws of longer length (12mm) for better purchase. The two (2) locking caps were replaced with new ones to re-attach the original rods to the plate. The surgery was completed with no reports of additional harm to the patient. This report is 9 of 9 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Date of postoperative loosening is unknown. Additional product codes for this report include: mnh and mni. Per facility, the complainant part was discarded and is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.